Manufacturer narrative:
(B)(4). Information was not provided by contact. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: ¿the staple devise failed when ligating the pulmonary vein¿ please describe more in detail. The device was used in a left lower lobectomy. The first firing was on the vein. The device closed as normal and the first stroke was fine. The second stroke needed more force to complete. The third stroke was normal. The knife blade returned during the forth stoke with no issues. The device opened as normal. Initially the transaction looked to be fine on first inspection. On lifting the lung 2-3 mins later the transected vein started to bleed in the middle, on the side proximal to the heart. The procedure was then converted to open thoracotomy. Was the conversion to an open procedure only caused by the difficulties with the device? Yes. Or were there other circumstances, patient conditions or surgeon¿s preferences that may have caused this? No. Did bleeding occur? Yes. How much blood did the patient lost? Was a transfusion required? Patient lost 2 litres of blood. A transfusion was needed - 2/3 units were given. What about the staples, were they unformed , malformed, please describe the shape. Was not possible to see. Was it used on thick tissue? No - normal size vein. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. During which stroke did the event occur? N/a. What color cartridge was being used? White. What other color cartridges were used before and after this event? N/a. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? The second stroke was described by the consultant as "more laboured" - the force to complete the stroke was higher than the other strokes. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was the device fully articulated? Degree of articulation? No articulation was used. Was there any difficulty removing the device from the tissue? No. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? No. Has this any impact on the patient, the surgery or the healing process? Yes, the procedure had to be converted to an open thoracotomy. The patients subsequently had an extremely low blood pressure and arrested on the table. Due to the complications the patient remained in hospital an extra 2 days. The patient also had more a larger incision than was originally planned due to the open thoracotomy. Is there any other additional information you would like to share about this device or procedure? The patient has been discharged and is doing well as far as the consultant knows. The consultant confirmed that the device was not fired near any lymph nodes and therefore he does not feel that this is to blame. The bleed looked to be coming from the middle of the transected vein.

Event description:
It was reported that during a video assisted thoracoscopic surgery (vats) procedure, the surgeon was carrying out a vats lobectomy and the staple device failed when ligating the pulmonary vein. This lead to converting to an open procedure and the patient went into cardiac arrest for four minutes. The patient was stable and has recovered. Another like device was used to complete the procedure. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.